Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The reported issue of the device not powering up could not be duplicated during evaluation. A review of the device logs showed no evidence of invalid power-off intervals, fault codes, ac/battery toggling, or unexpected clock resets. Due to the nature of the failure, a no power-up condition is not recorded in the logs. Additionally, no power-related accessories were returned for assessment. A known good battery was installed, and the device successfully passed all power tests (ac and battery), along with all required bench and environmental chamber tests. During internal inspection, a slightly loose shield was noted; however, it was not in contact with the digital board, pace/defib engine, or any components within the system brick. The shield was reseated in accordance with the repair process. Following this, the device underwent extensive testing and operated as expected. The device was recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.